Manufacturer narrative:
This report is related to previously reported complaints of low impedance and noise, MFR number 2017865-2014-0613 and 2017865-2014-0731 respectively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaints of low impedance and noise, MFR number 2017865-2014-0613 and 2017865-2014-0731 respectively. It was reported that due to previously reported noise and low impedance, the patient's device was programmed to vvi mode. The patient presented to the emergency room after experiencing a vibratory notifier. Upon review, a notifier for right atrial lead impedance was observed. Device programming was performed to clear the lead impedance anomaly alert. The patient was stable throughout.